Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse calibrated the touchscreen and the issue was resolved. The unit passed functional testing.